Manufacturer narrative:
Manufacturer's investigation conclusion: incidental finding: the lvad event log file revealed a transient rotor noise event consistent with something passing through the device, such as thrombus; however, a specific root cause cannot be conclusively determined through the evaluation of the log file alone and the blood-contacting surfaces of the device did not reveal any developed depositions or thrombus formations. Of note, this noise event occurred approximately 4 hours after the initial decrease in flow. The evaluation of heartmate 3 lvas (left ventricular assist system), serial number (B)(6), did not reveal any device-related issues. The report of suspected outflow graft thrombus could not be confirmed. (B)(6) was returned assembled with the pump cable severed approximately 5.5¿ from the pump header. Two additional segments of the pump cable, measuring approximately 5.0¿ and 15.5¿ were also returned. The sealed outflow graft with the bend relief was secured to the pump cover outlet port. The apical cuff and modular cable were not returned. Upon disassembly of the returned device, examination of the outflow graft attachment, outflow graft lumen, pump cover, rotor, rotor well, and inlet cannula revealed loosely coagulated blood. The lack of structure and adherence of these depositions suggests that they developed acutely, likely due to poor surface washing from a low flow condition or post-support from blood remaining stagnant in the device. The blood-contacting surfaces of the device did not reveal any developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The submitted controller event log file contained events spanning from (B)(6) 2023, a decrease in estimated pump flow was recorded, with pump flow hovering between 0.0 to 0.6 lpm (liters per minute) for the remainder of the log file. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use contains the following information: section 1 lists thromboembolism as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 lists thromboembolism as a late post-implant complication that may be associated with the use of the heartmate 3 left ventricular assist system. Information regarding recommended anticoagulation therapy and international normalized ratio range is also provided in this section. Section 7 outlines visual/audible alarms, as well as the recommended actions to resolve them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to the clinic with persistent low flow alarms for 62 minutes. Pump speed was increased from 5000 rotations per minute (rpm) to 5200 rpm, then to 5400 rpm. Flow then decreased to as low as 0.0 liters per minute (lpm). The patient remained alert and oriented and only complained of lightheadedness. A stat echocardiogram was done at bedside. Pump speed was changed to 6500 rpm and flow returned to 0.5 lpm. The patient was transported to the intensive care unit (ICU). International normalized ratio (inr) was noted to be subtherapeutic. Computed tomography angiography (cta) showed an outflow graft obstruction. The patient was started on epinephrine and was evaluated by cardiothoracic surgery. The patient ultimately underwent a pump exchange on (B)(6) 2023 for suspected thrombus.